Event description:
It was reported that the procedure was to treat a 98% stenosed, eccentric lesion in the moderately tortuous distal left anterior descending (lad) artery. Pre-dilatation was performed with an unspecified 2.0x12mm balloon dilatation catheter (bdc). The 3.5x23mm xience v stent implant was successfully deployed; however, a vessel dissection was noted, which was treated with deployment of a xience pro stent implant. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection is a known potential patient effect as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling and the treatments appear to be related to the operational context of the procedure.